Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defibrillation cycling using the customer's returned multifunction cable (mfc) without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed that all of the discharges on the event date were within specifications based on the impedance measured. Its important to note that during internal handle discharge, there was variability in the patient's impedance that suggests contact issues during the event. Analysis of reports of this type has not identified an increase in trend.